Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump failed the high pressure test and she was trying to get her new insulin pump sent to her work. The customer's blood sugar went from 260 mg/dl to 290mg/dl. The customer treated her blood glucose using needles. The customer declined troubleshooting for the insulin pump and mentioned the infusion set smelled like insulin in the pump. The infusion set and site was changed. The customer declined troubleshooting for their high blood glucose and all other troubleshooting. The insulin pump is returning.